Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl at the time of the call. Customer also reported having sensor with inaccurate readings. Blood glucose was 40 mg/dl while sensor glucose was 69 mg/dl. The customer was assisted with troubleshooting for low blood glucose level and sensor issues. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. No product was returned for analysis.